Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage and neurological deficit are known risks associated with endovascular procedures and are noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent a thrombectomy procedure to re-canalize the left mca-m2 segment. It was reported that the patient had a symptomatic intracranial hemorrhage to approximately 48 hours after the index procedure that was resolved with medical management (blood pressure control). At 24 hours post the index procedure the patient was assessed having a nihss of 12. The patient was discharged to inpatient rehab and assessed having a nihss of 10 and a modified rankin scale (mrs) of 4. On day 90 the patient was home assessed having a mrs of 0. The study facility reported that the relationship of the hemorrhage to the subject device and procedure were assessed as unknown. However, the physician has indicated that the presenting stroke and possibly the retriever may have contributed to the hemorrhage. The patient was reported to be doing well.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that a day after the thrombectomy procedure to re-canalize the left mca-m2 segment, the patient had a subarachnoid hemorrhage that was resolved with medical management (blood pressure control) approximately 48 hours post the index procedure. At 24 hours post the index procedure, the patient was assessed having a nihss of 12. The patient was discharged to inpatient rehab and assessed having a nihss of 10 and a modified rankin scale (mrs) of 4. On day 90 the patient was home assessed having a mrs of 0. The study facility reported that the relationship of the subarachnoid hemorrhage to the subject device and procedure was assessed as unknown. However, the physician has indicated that the presenting stroke and possibly the retriever may have contributed to the subarachnoid hemorrhage. The patient was reported to be doing well.